Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in the remaining longevity, from 37% a few months ago to 7% currently. Premature battery depletion was suspected and device data was submitted for technical services review. Analysis of the data confirmed the device was depleting prematurely due to an abnormal increase in power consumption, and device replacement was recommended for within 62 days. No adverse patient effects were reported. The device remains implanted and in service.